Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide lot number. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, one detached needle, and a suture piece were received for analysis that belong to product code pdp346h. During the visual inspection of the sample, the swage and attachment area did not meet expectations. Since, the hit of the stake was higher than usual, causing the suture to be separated from the needle. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, swedge on suture popped off while closing fascia. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI number. It was reported that the event occurred jul-2024.